Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded with the product mandrel and the protective tubing (that is placed on in manufacturing) was in their respective as-manufactured positions on the device. Microscopic inspection found no irregularity or damage to the balloon. The device was inflated to rated burst pressure (rbp) and held pressure for 5 minutes without losing any pressure or leaking. Inspection of the remainder of the device, revealed numerous kinks in the distal shaft, on the proximal end of the port/exit notch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 15mm x 3.25mm nc quantum apex balloon catheter was advanced for dilatation. However upon the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 15mm x 3.25mm nc quantum apex balloon catheter was advanced for dilatation. However upon the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.